Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip of the al326 would not feed into the jaw properly. The case was completed by using another instrument. There was no pt consequence.